Event description:
The pt reported not feeling paresthesia on her left side. During a lead revision procedure, it was discovered that one of the wires of the lead extension was broken. The surgeon implanted the pt with a new advanced bionics spinal cord stimulator lead extension.